Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited failure to capture. The left ventricular lead was not used and the case was abandoned. The patient was in stable condition throughout the procedure.